Event description:
Information was received from a healthcare provider regarding a patient's implantable infusion pump for non-malignant pain, and chronic low back pain. It was reported on (B)(6) 2016 that the patient experienced an alarm for low battery reset on (B)(6) 2016-, and went through withdrawal symptoms. The patient was given oral medications to combat her withdrawal symptoms. At the time of this report the patient was medicated through the pump with morphine at a concentration of 20 mg/ml, and a dose of .122 mg/day. Patient status is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a company representative who reported that she was given the pump as a demo pump and she had the pump in her possession for some time (years). The pump was alarming on (B)(6) 2018. Telemetry confirmed the pump was alarming due to low battery reset occurred, reset occurred, and safe state occurred. The pump off password was provided to permanently stop the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump revealed miscellaneous low battery reset-undetermined root cause. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.